Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty opening the clip (mechanical jam) and determined that this was due to a loose release crimper. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Av determined that the root cause of the loose release crimper to be method with contributing root causes of man (operator), mother nature and design. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
This is filed to report the loose release crimper found during returned device analysis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. During preparation of the clip delivery system (cds), the clip did not open. The cds was not used in the anatomy, and was replaced. One clip was implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis revealed the release crimper was loose. No additional information was provided.